Event description:
A patient underwent a revision surgery performed by (B)(6) on (B)(6) 2020 at (B)(6) due to an infection. The patient underwent an incision and drainage procedure in an attempt to clean the infected area. A new midsection and segmental stem were placed after explanting the previously implanted components to facilitate removal of the infection. The midsection that was placed during the previous revision surgery was 110mm in length and it was replaced with a 140mm midsection. This was done for an unknown reason.

Manufacturer narrative:
The name of the initial reported in section e1 was initially reported as (B)(6). The correct name of the initial reporter (B)(6). The name has been corrected.

Manufacturer narrative:
The root cause for the infection was unable to be determined. The patient's medical history is unknown. However, it was reported that he has had infections of surgical sites in the past and required limb salvage surgery due to infection of their primary knee arthroplasty based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or sterilization of the implants or a nonconformance during manufacturing.

Event description:
A patient underwent a revision surgery performed by dr. (B)(6) on (B)(6) 2020 at university of (B)(6) medical center, (B)(6), due to an infection. The patient underwent an incision and drainage procedure in an attempt to clean the infected area. A new midsection and segmental stem were placed after explanting the previously implanted components to facilitate removal of the infection. The midsection that was placed during the previous revision surgery was 110mm in length and it was replaced with a 140mm midsection. This was done for an unknown reason.